Event description:
It was reported that a catheter issue occurred. An opticross 6 hd catheter was advanced over a non-(B)(6)guidewire in the left anterior descending (lad) artery. Upon withdrawal, the wire appeared to have been captured by the rotation of the transducer and wrapped around the catheter. Both devices were removed. There were no patient complications and the patient fully recovered. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).